Manufacturer narrative:
(B)(4). Concomitant medical products: 110017102 ¿ g7 shell - 676860. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hip procedure the screw went all the way through the screw hole of the shell. The screw remains implant. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.